Manufacturer narrative:
The device has not been returned for evaluation, additional information will be submitted if the device is received and evaluated. The manufacture date of the device cannot be determined because the lot number is unknown. Not returned to manufacturer .

Event description:
It was reported that 68 days after a patient had a total knee arthroscopy, the patient fell and incurred a transverse fracture at the area where a navigation anchoring pin was located. The anchoring pin was removed and fixation of the fracture with a nail was required to treat the fracture.

Event description:
It was reported that (B)(6) days after a patient had a total knee arthroscopy, the patient fell and incurred a transverse fracture at the area where a navigation anchoring pin was located. The anchoring pin was removed and fixation of the fracture with a nail was required to treat the fracture.

Manufacturer narrative:
During follow up it was confirmed that two navigation pins ((B)(4)) were used during the original procedure and would not be returned for evaluation. The bone fracture reported went through one pin hole located at the distal area, near the shaft of the femur. The pins were fixated bi-cortically in ap (anterior-posterior) direction using an ortholock. The pins were directly drilled into the bone; no pilot holes were predrilled. It was also reported that the patient had a low bone density. Based on the information provided, the pins were reused. According to the event description, device did not fail. However, it was reported that the device may have caused or contributed to the fracture when the patient fell. Based on the additional information provided during the follow up report it is possible that the pin orientation (ap instead of ml) could have contributed to the fracture. It is also possible that the reuse of a single use pin or the bone condition contributed to the reported fracture. Device not returned.